Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis (pd) therapy. It was unknown if the patient was hospitalized prior to the death or if the pd therapy was ongoing until the time of death. The cause of death was unknown and it was unknown if an autopsy was performed. Additional information was requested, but is not available.